Manufacturer narrative:
Findings: unit had minor scratched display window and cracked case at display window corner. Unit had moisture damage on electronic assembly and on motor.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was 158 mg/dl at the time of the incident. The customer states that there was fluid/moisture in the insulin pump. Customer reports there is fluid under the lcd display. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.